Event description:
It was reported through the research article, "ischemic and hemorrhagic strokes in patients with left ventricular assist device (lvad) - a retrospective study at a tertiary care center," that stroke remains a frequent complication in patients under lvad therapy, particularly during the peri- and postoperative phases of lvad implantation. This was a retrospective study that looked at a total of 249 patients who were implanted with an lvad between (B)(6) 2015 and (B)(6) 2020, 119 of these patients were implanted with a heartmate 3. All patients were screened for the occurrence of cerebrovascular events using imaging and clinical documentation. The mean follow-up was 1377 days after implant. Cardiovascular risk factors, severity of heart failure, postoperative courses, therapy and outcomes were all recorded during follow-up. A total of 82 cerebrovascular events were observed in 54 of 249 (22%) patients post lvad implant (59 patients with ischemic stroke, 6 patients with tia, 13 patients with ich, 3 patients with sah, 1 patient with sdh). In 36 of 54 patients (67%) these events occurred in early peri- or post-operative setting. Device severity of preoperative heart failure or cardiovascular risk profile were not associated with early events. In multivariable analysis, kidney failure, with need for dialysis after lvad implantation and cardiac decompensation were independent risk factors for peri- post- operative cve. At hospital discharge after lvad implant functional outcome was worse in patients with stroke.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 device and the reported events could not be conclusively determined through this evaluation. The reported information was obtained through a literature review. The research abstract titled ¿ischemic and hemorrhagic strokes in patients with left ventricular assist device (lvad) ¿ a retrospective cohort study at a tertiary care center¿ was received. The study sought to investigate the prevalence, risk factors, and clinical courses of strokes after lvad implantation at an experienced academic lvad medical center. A total of 249 patients who received an lvad between (B)(6) 2015 and (B)(6) 2020 were retrospectively screened for the occurrence of cerebrovascular events (cves) using imaging and documented clinical data. Of the 249 patients, 119 were implanted with a heartmate 3 device. The mean follow up was 1377 days after the initial lvad implantation, during which time, cardiovascular risk factors, severity of heart failure, postoperative courses, therapy, and outcomes were all recorded. It was reported that 82 cves were identified in 54 of the 249 patients after lvad implantation. Of the 82 events, 59 were ischemic strokes, 13 were intracerebral hemorrhages (ich), 6 were transient ischemic attacks (tias), 3 were subarachnoid hemorrhages (sahs), and 1 was a subdural hematoma (sdh). In 36 of the 54 patients, these events occurred in an early peri-operative or postoperative setting. Device, severity of preoperative heart failure or cardiovascular risk profile were not associated with early events. Instead, in multivariable analysis, kidney failure with need for dialysis after lvad implantation and cardiac decompensation were independent risk factors for perioperative and postoperative cves. At hospital discharge after implant, functional outcome was worse in patients with stroke. The study concluded that stroke remains a frequent complication under lvad therapy, with a particular vulnerability in the peri-operative and post-operative phases of lvad implantation. The hm3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, stroke, renal dysfunction, and neurological dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. This section, under "anticoagulation", also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.